Event description:
It was reported that the patient presented after an inappropriate shock was delivered by the implantable cardioverter defibrillator for bigeminal and trigeminal rhythms. Programming interventions were made. The patient was discharged.